Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device had top and bottom cases are in excellent condition. Dirty, barrel clamp is raised. During the syringe testing and calibrate syringe size, the reported problem was duplicated. Invalid syringe size was found during syringe test and unable to calibrate syringe size. The root cause of the reported issue was found to be the tapered springe slipped over the collar of the barrel clamp rod. Replaced barrel clamp rod, tapered spring, barrel springe and barrel clamp slide. Performed calibration on the pump and passed. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was not recognizing syringe type or size. No patient injury was reported.